Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381433 and lot number 3208125. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard leaks blood from blood control after needle is removed. The following information was provided by the initial reporter: they insert fine, however once you pull the needle out they core and start pouring out blood. She mentions there is no stopping the back flow of blood, it just comes right out. Customer would prefer a replacement.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.